Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The undersensing occurred during high rate episodes and a treated ventricular tachycardia (vt)/ventricular fibrillation (vf) episode where the patient received high voltage therapy. The patient's rhythm declined to an agonal rhythm and the patient passed away.

Manufacturer narrative:
Concomitant medical product: 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent ventricular under sensing noted on stored electrograms (egm). The right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.